Event description:
It was reported that during a surgical procedure a handpiece or an attachment got very hot. The procedure was completed with another handpiece and attachment, but afterwards it was unknown which device overheated. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The account could not determine which device overheated. Two handpieces and two attachments were received at the manufacturer for evaluation, but based on the investigation details, the reported condition of a device overheating during usage could not be duplicated in any of them. The bearings were replaced in the handpieces for preventive maintenance. Service did a clean, lube, and adjust to the handpieces, and will return them to the customer. The 510(k) number cannot be provided, as it is unknown which product reportedly overheated.